Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin drips were not observed dripping out of the infusion set during the fill tubing sequence. The issue continued to occur with multiple infusion sets. Reportedly, the customer uses fiasp within the cartridges. Tandem technical support advised the customer that fiasp insulin was off label. Blood glucose level was 400 mg/dl.